Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with low r-wave sensing and increased capture threshold for their right ventricular lead. Patient then presented to a lead revision procedure on (B)(6) 2020, where it was discovered that it had become dislodged. Lead was then explanted and replaced. Patient was stable after the procedure.